Event description:
It was reported that the pump intermittently shut off multiple times unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.